Manufacturer narrative:
The reported event of separation failure could not be confirmed. Visual inspection showed that the helix length and the tether hole diameter were within specification. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the leadless pacemaker (lp), it was noted that the lp was unable to be released from the catheter and a resistance was noted on the tethers. Thrombus was suspected. The lp was not used and a new lp was implanted. There were no patient consequences.